Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, displayed a monitoring voltage of 2.58 volts and a charge time measurement of 17.7 seconds. There was a concern that the battery was depleting earlier than expected as a result of extended charge time. This device was being followed monthly. There were no reported adverse patient effects associated with this clinical observation. The technical services consultant discussed the need to replace the device within thirty days of elective replacement indicator (eri) once it reached that. Most recently, information was received that this ICD had now reached end of life (eol) with a monitoring voltage measurement of 2.58 volts and a charge time measurement of 34.3 seconds. This device was recommended for changeout by the boston scientific crm technical services consultant.